Event description:
It was reported that the patient presented in-clinic for a follow up. Interrogation showed that the noise on the atrial lead was causing inappropriate auto mode switch (ams). There were no programming changes made. No patient consequences were reported.